Manufacturer narrative:
Manufacturing record review: DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. This complaint was not confirmed with returned material. Product receipt: not applicable. The product was not returned. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time. Work orders record visual reject units with corresponding comments, but none were noted on the wo for which this complaint unit was manufactured. Loop strap pull sample values recorded met specifications. As no other history for this lot exists around returns or other complaints the issue is deemed an isolated incident around its use by the end user. No other units were available in stock to review as the last unit sold 5/16/2023. A review of the wo confirms a normal build free of visual rejects. The process was also recently validated incorporating sample testing including loop strap values. No failures were recorded. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
No additional information is available.

Manufacturer narrative:
The customer has indicated that the device will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's neo-fit's velcro was completely undone and would not re-adhere around the ett. The rrt was immediately called to the bedside and ett placement/marking was confirmed and the tube was resecured at that time. No patient harm reported. No additional information available. 1216677-2023-00095 42-2540 neo-fit (B)(4).